Event description:
User allegedly had a meter that was not functioning properly. "Once the meter prompted her for a sample, the user put blood on the strip and the meter beeps and [device] shuts off. This has happened with multiple bottles of strips." End user requested replacement bottle of test strips because she has used so many trying to get a reading.